Event description:
Heads just will not stay on¿ springs they press down on seem to eject them as soon as any water pressure is applied [device physical property issue] case narrative: consumer e-mail stated that brush is fine but the two heads on the water part of the machine are hopeless. The heads just will not stay on. The springs they press down on seem to eject them as soon as any water pressure is applied. I am so really disillusioned. I start off with pressure low and even that unseats the heads. No injury was reported. Follow up: product was updated.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Heads just will not stay on. Springs they press down on seem to eject them as soon as any water pressure is applied [device physical property issue]. Case narrative: consumer e-mail stated that brush is fine but the two heads on the water part of the machine are hopeless. The heads just will not stay on. The springs they press down on seem to eject them as soon as any water pressure is applied. I am so really disillusioned. I start off with pressure low and even that unseats the heads. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.